Event description:
Customer reported a past low blood glucose event, with the lowest level recorded at 48 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Customer consumed glucose tablets to address the issue, and tandem technical support recommended the customer consult a healthcare provider to discuss potential factors affecting blood glucose levels. The customer acknowledged this advice and agreed to receive a link to tandem¿s guide to successful pumping.